Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio reflect meter was displaying an error 5 message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on (B)(6) 2021, at approximately 9:00pm. The patient manages his diabetes with non-adjusting insulin, 3 times daily, pre meal (type and dose unspecified). He was unable/unwilling to say if he made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2021, at approximately 7:00am, he developed the symptom of ¿sweaty and passed out¿. The patient stated that at around 9:00am the paramedics arrived and obtained a blood glucose result of 40mg/dl on their meter and proceeded to treat the patient with IV glucose. The patient stated that 2 minutes after administering treatment they retested his blood and obtained a blood glucose result of 90mg/dl. At the time of troubleshooting, the cca established that the product was not being used for the first time. The cca walked through resolving the issue and stated that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion in response to being unable to obtain a blood glucose reading, resulting in a potential delay in treatment. Additionally, the patient reportedly received medical intervention, administered by a healthcare professional (hcp).